Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. This report is to follow up with medwatch# mw5068303.

Event description:
Laparoscopic assisted vaginal hysterectomy - "the pt had a laparoscopic assisted vaginal hysterectomy. She had a large fibroid uterus with a pre-op ultrasound finding of a potential mass in the endometrium. Due to history of prior endometrial ablaton, endometrial biopsy could not be relied on to be effective at sampling the mass. At the end of the vaginal portion of the procedure. I confirmed the uterus was free from all pedicles. I made the decision to utilize the alexis contained extraction system by applied medical so that I could avoid morcellation of the uterus in the pelvic cavity. The applied medical device rep was present to ensure proper use of the product. I properly accordion folded the bag then folded the ring I inserted the system into the vaginal incision but met with resistance about half way. After several attempts, I removed the bag then re-folded it and inserted it into the pelvis. As the ring was opening I immediately detected bowel gas. I became concerned that the bowel had been compromised, after I removed the uterus, I could see bowel contents. I called immediately for a colorectal surgeon consultation. The surgeon evaluated the injury and determined that the injury was linear on the rectum and not due to inappropriate placement of surgical clamps or due to thermal injury. We determined that the injury was caused when the containment system was inserted. The pt required a laparotomy, a low anterior of a portion of the rectum and a diverting ileostomy. She will need to stay in the hospital for approx 1 week and will subsequently require a second surgical procedure to take down her ileostomy." Applied medical received additional information from the sales rep via phone and email on march 24, 2017: [the lead surgeon] wished to use the bag vaginally, knowing that other colleagues have used it vaginally. After a couple of attempts she inserted the bag vaginally and the assistant surgeon put the scope in abdominally and under visualization they were able to get the specimen in the bag and pull it out vaginally without morcellating the specimen. After closing the vaginal cuff, the surgeon noticed bleeding rectally. She called in the colorectal surgeon . I then excused myself from the room. After the case, I followed up with [the lead surgeon]. I asked [the lead surgeon] if she thinks the bag was the cause of the bowel injury. Her comment was: "I don't think the bag caused the problem, it was already compromised by the patients disease, but the bag may have added to the problem." "The or staff did not save the product." Note: the surgeons' names were removed. Type of intervention - "called immediately for a colorectal surgeon consultation. The surgeon evaluated the injury". Patient status - "will need to stay in the hospital for approx 1 week and will subsequently require a second surgical procedure to take down her ileostomy."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.